Manufacturer narrative:
The investigational analysis completed on 10/3/2019. The device was visually inspected and it was found in good conditions. A second visual inspection was performed. A kink was found in the peek housing and electrode damage was observed with evidence of sharp edges. Deflection testing was performed and it was found within specifications. The catheter was deflecting correctly. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the electrode damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® sf nav bi-directional catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found electrode damages. Initially it was reported that at the beginning of the procedure, during the mapping phase of the procedure the deflection mechanism of the catheter did not work properly. Catheter replacement resolved the issue. Surgery was not delayed and no fragments were generated. The procedure was successfully completed. No adverse patient consequences were reported. The observed deflection issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 9/25/2019, the bwi pal received the device for evaluation. Upon initial inspection, the distal tip was observed bent. Further testing was then performed. During a second visual inspection on 10/2/2019, the bwi pal observed a kink in the peek housing, electrode damage, and sharp edges. The observed bent distal tip and kinked peek housing has been assessed as not MDR reportable. The findings of electrode damage with sharp edges has been assessed as MDR reportable malfunctions. The awareness date has been reset to 10/2/2019.